Event description:
It was reported by the patient that "my pacemaker is set to 60 and my pacemaker clinic says my device is working well and I feel well, however when the nurse takes my vitals my heart rate is reading in the 50s." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.